Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown screwdriver shaft. Part#, lot# and UDI # is not available. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screwdriver shaft. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, va-hand system was applied to surgery. During the surgery, a screw with 1.5mm length could not be held by a screw driver securely. Due to this situation, while inserting the screw, the surgeon had to hold the screw and driver shaft with his both hands, causing inserting the screw to be hard. No fragments were generated the surgery was completed with a 30-minute delay. There was no adverse consequence to the patient. This report is for one (1) unknown screwdriver shaft. This is report 2 of 2 for (B)(4).